Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID l-evolutfx-2329 (lot: 0011995328); product type: 0195-heart valves; implant date n/a; explant date n/a product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received positioned into a folded tray without a valve loaded in the capsule. A 3 mm blue particulate was received wrapped in cloth. There was no evidence of other particulate within the loading bath or product tray. The dcs was removed from the loading tray and the stability shaft stayed in a bent position. There was a bend to the capsule. There was slight damage to the inside of the actuator covers. There was very slight damage noted to the one of the tips retract covers. The deployment knob was able to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The inner member shaft and spindle hub appeared intact with no evidence of damage. For the purpose of this analysis, each tray clip was labelled from 1 to 4. Tray clip 1 was returned attached to the loading tray. The clip handle was bent upwards consistent with use. There was slight damage noted to the tray clip across from the clip handle. Tray clip 2 was returned attached to the loading tray. No damage was noted to tray clip 2. Tray clips 3 and 4 were returned in the tray. Tray clip 3 had very slight white marking on the tray clip lip. Tray clip 4 had damage and very slight deformation noted to the two different areas of the tray clip lip. The reported event for particulate could be confirmed in the analysis. The blue particulate was subjected to fourier transform infrared (ftir) analysis while being compared to reference samples taken from the actuator and tray clip. The blue particulate produced a spectrum similar to that of the actuator sample. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The subject dcs was returned for analysis. A 3 mm blue particulate was received wrapped in cloth. There was slight damage to the inside of the actuator covers. The blue particulate was subjected to ftir analysis while being compared to reference samples taken from the actuator and tray clip. The blue particulate produced a spectrum similar to that of the actuator sample. As part of the dcs pouching procedure, there are a total of 7 inspection points to ensure no foreign material and or contamination is present in the device. The particulate may have fallen or chipped of the actuator component as a result of an external force applied to the device, possibly as a result of shipping or handling of the device, however this could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of this transcatheter bioprosthetic valve, the loading nurse detected a small piece of blue plastic in loading basin which was removed. It was uncertain whether the piece came from the blue plastic tab of the delivery catheter system (dcs) or the back plate of compression loading system (cls). The nurse was confident no other pieces remained in the basin and the valve successfully implanted without issue with the same dcs. No adverse patient effects were reported.